Event description:
The pt was experiencing weakness in both legs and bowel incontinence. The pt was receiving compounded morphine and bupivacaine mix. The morphine concentration was 30.9 mg/ml at a rate of 12.38 mg/day. The tip of the catheter is at or near t 10 level. The radiologist indicated that, in reviewing an MRI without contrast performed in 2005, there may be a mass present at the catheter tip. The neurosurgeon does not believe that there is a mass.